Event description:
It was reported that: while the device was ventilating a pt, the user reported that the ventilator went blank and stopped ventilating. Then the display came back on; however, switched on and off. The pt was transferred to another device. No pt injury. Date of occurrence was during a week of 2005.